Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer mentioned other blood glucose value as 102 mg/dl, 221 mg/dl, 189 mg/dl, 96 mg/dl. The customer¿s blood glucose values was 189 mg/dl and the sensor glucose was 64 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 90 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened/used.